Event description:
It was reported that a child has fallen out of the stretcher. Further information has not been provided.

Manufacturer narrative:
It was reported that the child had been hanging on the siderail when it collapsed and gave way. A visual/functional inspection was performed a stryker field service representative and the alleged issue of the siderail collapsing could not be duplicated. It was identified that there was a missing extension spring on the patient right latching assembly, which may have caused the siderail to collapse however this could not be confirmed. The customer did not want a repair done at this time and did not have any additional information on the injury.

Event description:
It was reported that a child has fallen out of the stretcher and was injured.